Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot, and minor scratches on the display window.